Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out-of-range pace impedance measurements and unipolar oversensing, secondary to lead fracture. Chest x-rays showed a sharp bend in the lead near the device pocket, and the device was programmed to voo until the lead could be revised. The oversensed noise resulted in pacing inhibition with asystole, however the duration of asystole could not be determined through the noise. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.